Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on post veterinary procedure, the suture was used on a cat spay (sterilization), and the veterinarian report some reactions to the strand.